Event description:
Attempting to place an ultrasound guided IV with the guidewire. Deployed guidewire with no problem, attempted to advance catheter and met resistance. Retracted guidewire completely. Re-directed needle. Attempted to deploy guidewire again and was unable to do so. After meeting resistance with IV, it was decided to halt the procedure and remove the IV. Upon removal user was still unable to advance the guidewire. Slid catheter off of the needle and noticed that the guidewire was advancing through the side hole of the needle instead of through the bevel.